Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. It was reported that the patient underwent another procedure on (B)(6) 2011. During the procedure, a urethrolysis, a revision or cutting of previously placed sling and a cystourethroscopy were performed. The physician stated that the sling was placed too tightly and that no mesh deficiency was noted. The physician opined that incorrect tension on sling when originally placed was a contributing factor to the event. The patient initially reported that she still had some urinary retention, but the later the physician stated that had resolved. Patient reports that she is currently feeling normal, but that her blood pressure is a little low. The patient was prescribed prophylactic antibiotics. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystoscopy, hydrodistention of bladder, and pmso in addition to the sling procedure on (B)(6) 2007. On (B)(6) 2007, the patient experienced incontinence and urgency. Bladder scan showed a residual of 11cc&apos;s with slow flow. On (B)(6) 2007, the patient was having left-sided pubic bone pain and yellow discharge. The patient was given motrin, vicodin and bactrim. On (B)(6) 2007, the patient was doing better but had abdominal discomfort from constipation. On (B)(6) 2007, the patient&apos;s symptoms were resolved and she was voiding with no incontinence. (B)(4).

Manufacturer narrative:
(B)(4). The patient reported that her incontinence is better, however she still experiences pain and pressure above the bladder. She had a follow up appointment on (B)(6) 2011 and was told that everything looked ok. The patient had gynecologist appointment on (B)(6) 2011. During that appointment, an ultrasound was performed which did not show anything. The patient is currently not taking any medications related to the pain above the bladder.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient has been seeing a second physician since (B)(6) 2010 for worsening intermittent urinary retention and was told, after multiple tests, that the sling is too tight and the physician wants to schedule the patient for surgery to cut the tape. The patient has been prescribed estrogen cream since (B)(6) 2010.